Event description:
Per the clinic, the patient experienced weak retention with the sound processor. It was also observed that the incision line was positioned too close to the pinna, and the implant was very prominent, which was not accepted by the recipient. Subsequentlly, on (B)(6) 2026, the patient underwent a revision surgery under general anesthesia, which included skin thinning, device repositioning, and bone polishing. The implanted device remains.